Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a varipulsetm catheter and the patient experienced cerebral infarctions. A procedure was performed on (B)(6) 2025. After the procedure (about 8 hours after the procedure), the sales representative received an email from the physician stating the patient had developed scattered cerebral infarctions. It was reported that there were slight paralysis symptoms in the left hand. The patient was diagnosed as disseminated cerebral infarction. Disseminated cerebral infarction was confirmed by postoperative MRI. The plan was to monitor the patient's condition with the continuation of anticoagulant therapy and acute rehabilitation. It was reported that the patient would likely require extended hospitalization. The physician stated that the number of case experiences with varipulsetm catheter is limited and that the causal relationship is unknown. However, he mentioned that compared to previous cases, the larger size of the left atrium (la) and the increased number of applications can be noted as differences. Although it was not confirmed, it was believed to be a thrombus rather than air embolism. It is thought that this may have caused disseminated cerebral infarctions in the brain, though it is unclear whether it occurred once or multiple times. It was reported that the patient continued to receive anticoagulant therapy. Acute rehabilitation was planned. No abnormalities were observed prior to or during the use of the product. Procedural act was over 350 seconds. One transseptal puncture site was performed during the procedure. It was reported this was a persistent atrial fibrillation patient and was treated with 34 ablations. These conditions were noted to increase the risk of stroke. Relevant past medical history includes dilated cardiomyopathy (cardiac function was reported "not very good"). Chadsvasc score was 1 or 2. Additional information received on 30-mar-2025 stated that the patient was currently (as of (B)(6) 2025) still hospitalized. Since there was still slight paralysis in the left hand, rehabilitation will be continued.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31511924l and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 02-apr-2025. The neurological impairment event which occurred was a cerebrovascular accident (cva) / stroke. The patient was diagnosed as disseminated cerebral infarction which was confirmed by postoperative MRI. There was no evidence of char / thrombus / clot during the procedure. 34 ablations were performed with pfa, all of them were within the pulmonary veins/left atrial posterior. Additional information received on 04-apr-2024 provided an additional concomitant product. Therefore, added to d10. Concomitant medical products and therapy dates. Additional information was received on 25-apr-2025. The stroke was observed the day after the procedure. Paralysis in the left hand remained. The patient did not have previous history of stroke. The physician¿s opinion on the cause of the adverse event was unknown. The causal relationship between varipulse and the event was unclear. However, this case had a larger left atrium, and a higher number of ablation sessions compared to previous cases. No ablations were performed outside of the pulmonary veins. Confirmation is being requested on the patient's age as in the 3500a initial it was reported as 50 years old; however, in the additional information received, it reflects the patient's age as 70 years old. However, no further clarification has been made available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
In the 3500a follow-up #1 under ¿h11. Additional manufacturer narrative¿ it was reported, ¿confirmation is being requested on the patient's age as in the 3500a initial it was reported as 50 years old; however, in the additional information received, it reflects the patient's age as 70 years old. However, no further clarification has been made available.¿ additional information was received on 29-apr-2025 clarifying that the correct patient age is 50 years old. Additional information was received on 14-may-2025. The patient had dilated cardiomyopathy, and the cardiac function was not very good. One catheter and one sheath were used for the procedure. Number of performed pfa ablations were 34 within the pulmonary veins, and no ablations performed outside of the pvi. No observations such as intracardiac excessive microbubbles observed via ultrasound, nor excessive impedance errors noted during the case. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on (B)(6) 2025, noted a correction to the 3500a follow-up #2 under g3. Date received by manufacturer as should have been processed as (B)(6) 2025 and in error was processed as (B)(6) 2025. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product investigation was reopened to clarify/correct the investigation findings which resulted in the following updated investigation on 09-sep-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31511924l and no internal action related to the complaint was found during the review. It was confirmed that patient was treated for persistent afib (psaf). The safety and efficacy of the varipulse¿ catheter when used with a trupulse¿ generator has been determined in the admire and inspire trials in the treatment of subjects with symptomatic paroxysmal atrial fibrillation (paf). The safety and efficacy of their use in the treatment of other arrhythmias have not been established. It was confirmed that a total of 34 pf ablations were performed for the procedure. An increased number of ablations (energy applications) delivered during the procedure may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia. In 90% of the cases of stroke or tia reported to bwi world-wide, patients received a number of ablations greater than the median number of ablations delivered in the inspire study (16 ablations) and 60% received a number of ablations greater than the median number of ablations delivered in the admire study (23 ablation). Moreover, patients received more than 28 ablations in 50% of the cases of stroke or tia. An internal corrective action has been opened to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).